Event description:
It was reported that the customer stated the balloon deflated after 2 days, and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.